Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Advised customer to replace the blower and main electronics of this unit with new one. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us had 316 (blower failure) and 401 error (inspiration valve or device leaky). Furthermore, there was no patient associated with the event.

Manufacturer narrative:
"Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical. The root cause was determined due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. As a resolution, advised customer to replace the blower and main electronics of this unit with new one.